Event description:
Healthcare professional reported a rupture. Affected side unknown. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10, h.3, h.6 device evaluation: broken shell, missing, underweight. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A piece of the shell is missing the assessment is inconclusive.

Event description:
Additionally, healthcare professional reported affected side is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left-side rupture. Device was explanted.